Manufacturer narrative:
(B)(4). Date sent: 10/1/2020 d4: batch #r59k30 investigation summary the analysis results showed that two ecr60d reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reloads were received fully fired. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported when the ecr60d was used on the patient, the device only cut and stapled one side. There were no staples on he other side. The surgeon stitched the stomach afterwards. There is no patient consequence.